Event description:
It was reported that during da vinci-assisted component separation tar surgical procedure, the 30-degree endoscope plus moved up and the robot flipped it to 30 down. The site reseated the scope several times with no change and tried flipping the scope from the console. The site continued with procedure. Tse informed caller that the scope may have been manually rotated out of alignment when the issue was occurring. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: ports were already placed when the issue occurred. The instruments were being inserted at the time of event. The image was inverted. There was no reverse control on arms. When camera was put in, the scope would flip on its own. The endoscope moved freely only flipping from 30 up to 30 down. The surgeon recognized the correct scope and wanted 30 degrees up but when the assist put the scope in facing 30 up, it would automatically flip to 30 down. Backup scope was used to complete the procedure. The procedure was completed with no patient injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 30-degree endoscope plus.